Manufacturer narrative:
The device is expected to be returned for testing. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that interrogation of this device was unsuccessful. It was noted that this patient had been lost to follow up since implant. The caller inquired if battery depletion could be related to an advisory. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. The device was explanted and replaced. No additional adverse patient effects were reported.